Event description:
It was reported that the cuff of an unspecified hilo evac endotracheal tube was checked prior to insertion and was ok. A water soluble lubricant (lubrifax) was used to lubricate the tube. The intubation occurred without any issues. The patient was attached to a ventilator and after about 1 to 2 hours, they developed a cuff leak and the patient required reintubation with a like tube. The tube was examined after being removed and a small hole was found in the cuff.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the endotracheal tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report wil be submitted.